Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, the 26 mm commander delivery system balloon burst during valve implantation when it was almost fully inflated. The valve was noted to be fully deployed. A decision was made to remove the delivery system by withdrawing it into the esheath+ and then removing both devices as a single unit. During withdrawal, there was difficulty withdrawing the distal part of the delivery system balloon from the patient's femoral artery. This resulted in enlargement of the puncture site. A non-edwards sheath was used to assist with a post-dilation to optimize the expansion of the valve and mild paravalvular leak (pvl) was noted. An attempt was made to close the puncture site with a non-edwards closure device, but it was unsuccessful. The patient was then transferred to the operation room for closure of the puncture site. The perceived root of the delivery system balloon burst was calcium in the sinotubular junction (stj). The device was returned for evaluation. Preliminary inspection of the returned device confirmed the delivery system balloon burst radially and longitudinally. The esheath+ distal tip was opened but split. There were also several kinks observed at the distal portion of the esheath+.